Event description:
It was reported to philips that the system was unable to perform roll (rotational) movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing neurovascular treatment, which was completed as planned without the beam CT in the roll position. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform rational movements. The rse found that the system was generating an error message which was indicating that calibration was needed for a spin in the roll position. The philips field service engineer (fse) visited onsite and calibrated the 3d spin. After calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry movement issue didn¿t impact the completion of the procedure. The procedure was completed as planned on the same system without the beam CT in the roll position, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.